Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the implantable cardioverter defibrillator exhibited premature battery depletion. The patient's condition was good. On (B)(6) 2015 the device was explanted and replaced successfully.

Manufacturer narrative:
No conclusion code available. Final analysis found that the pulse generator exhibited premature battery depletion. The cause of the premature battery depletion could not be determined.